Manufacturer narrative:
Device evaluated by MFR?: device return and analysis is not needed as it will not add value to the investigation.

Event description:
It was reported that the patient¿s generator had migrated. Per surgeon¿s office they will do a full replacement and place new device in new location on the chest. The vns is traveling to his left arm. Notes state he has exposure of partial part of vns generator out of skin, redness around, drainage from pocket noted. No fever or chills. Currently he is on antibiotics. Later the assessment notes he has an infected vns pocket with vns generator exposure out of pockets so referred for new generator and leads at a different location. The patient¿s device was explanted. No additional relevant information has been received to date.

Event description:
Information received form the physician that the caused of the migration, extrusion and infection was believed to be probably patient manipulation due to patient's medical history. It was noted that non-absorbable sutures were used during the original device implant.